Event description:
Received an electronic report from a peritoneal dialysis patient who has reported the second line joint on the cycler set leading to the patient catheter are leaking without the seal being broken. Also, it was learned the patient had peritonitis. This patient's rn was contacted for additional information on this event. It was learned that the patient was diagnosed with peritonitis in april due to a leak at the connector. The effluent was cultured and staph epi was recovered. The patient was treated with vancomycin and gentamycin intraperitoneally for three weeks and was reportedly not fully recovered. Then about one month later, gram + cocci were present in effluent so the patient was prescribed cefazolin ip for 14 days. The rn stated no symptoms were present at that time. The last culture obtained on this patient had no growth and this patient is reportedly doing fine and has recovered from this event. This patient continues peritoneal dialysis as ordered with no further ill effect from this event. A sample is available for an evaluation.